Event description:
It was reported by a non-medical professional that the pt underwent a single incision 360 degree anterior posterior lumbar fusion and decompression at l1-l2, and a posterior lumbar interbody fusion from l2 to l5 using pedicle screws and rods. In 2007, notes in the pt's chart indicate that the left s1 pedicle screw was broken. In 2008, the pt underwent a revision surgery to fix the broken s1 pedicle screw.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.